Event description:
It was reported that during surgery the carrier was stuck in the mesher. There was no patient impact reported. No adverse events were reported as a result of this malfunction. No further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-0869847. This medwatch is being filed to relay additional information. The following sections were updated/corrected: a1, a3, b3, b4, b5, d4, d9, g3, g6, h1, h2, h3, h6 and h10. Review of the most recent repair record determined the pre-test could not be performed due to a damaged comb and the left side plate had missing shoulder bolts. The comb and left side plate were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the carrier was stuck in the mesher. The event occurred before surgery. There was no reported patient harm, or delay. Due diligence is complete. No further information is available.

Event description:
There is no additional event information available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.